Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed a follow-up with the customer and obtained the following additional information regarding the reported event: the medium-large clip applier instrument was reportedly inspected prior to use, and no issue was noted. The issue was not related to the instrument's jaws remaining static/not moving when the surgeon commanded movement. There was no unexpected motion while attempting to clip. However, the surgeon could not close the clip successfully. The surgeon had no further issues using a backup medium-large clip applier instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument's tip was bending when applying a clip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip. The tip was not aligned with the other grip. Failure analysis found the primary failure of the bent grip to be related to the customer reported complaint.